Event description:
A report was received that was experiencing pain and physician believed that it was caused by the paddle. The patient underwent a revision procedure wherein the lead was repositioned.